Manufacturer narrative:
The customer's sample from (B)(6) 2020 was returned for investigation. The customer's result could be reproduced at roche with another lot of elecsys anti-sars-cov-2. Additionally, the sample had been tested with a rapid test and the elecsys anti-sars-cov-2 s assay. The sample showed weak reactivity in the elecsys anti-sars-cov-2 and the creative diagnostics rapid test. With the latter assay, only an igg reactivity was detected. The sample showed normal reactivity in the anti-sars-cov-2 s assay. In conclusion, the sample showed reactivity in three different assay formats addressing two different antibody populations, the sample is considered to be true reactive. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for 1 patient on a cobas 8000 e 801 module, serial number (B)(4). The elecsys anti-sars-cov-2 result was 2.9 coi (reactive). The abbott igm result was 0.38 (non-reactive). The abbott igg result was 0.20 (non-reactive). Due to the discrepant results, the patient requested another test with a new sample. On (B)(6) 2020 a new sample was drawn from the patient. The results from this sample were: the elecsys anti-sars-cov-2 result was 1.96 (reactive). The abbott igm result was 0.45 (non-reactive). The abbott igg result was 0.13 (non-reactive). The result on a siemens analyzer was 0.29 (non-reactive) for igg antibodies. The results were reported outside of the laboratory.